Manufacturer narrative:
(B)(4).

Event description:
The customer reports the ars/introducer needle assembly leaked when attempting to locate the vein. The issue has happened many times.

Manufacturer narrative:
(B)(4). The customer returned an ars syringe and introducer needle for evaluation. The customer also returned two images of the ars and kit components. Visual examination did not reveal any defects or anomalies. The syringe was vacuum tested per inspection procedure by occluding the tip, pulling the plunger back, and releasing the plunger. The plunger successfully returned to its original position. The plunger was rotated 45 degrees clockwise and the test was repeated. The plunger returned to its original position again. A push leak test was also performed on the ars per inspection procedure. With the plunger body fully out of the barrel, the tip of the ars was occluded, and the plunger was pushed into the barrel. Resistance was felt but the plunger body was be able to move to the bottom of the syringe, therefore, the sample failed the push leak test. A leak was identified at the black, rubber end of the plunger. The introducer needle was attached to the syringe and water was aspirated into the ars. Water filled the syringe with minimal air bubbles entering. The connection between the components was secure. To test if the leak was occurring due to the valves in the plunger, the plunger was removed. While looking through the hole in the proximal end of the plunger, the distal end was then held up to a light. No holes were detected in either valves. A device history record review was performed with no relevant findings to suggest a manufacturing issue. The report that the ars leaked was confirmed through functional testing of the returned sample. The ars passed the vacuum leak test but failed the push leak test due to a defect on the black plunger. A device history record review was performed on the ars and no relevant findings were identified. Based on the customer information and sample provided the probable cause of this issue is manufacturing related. A CAPA was completed on march 16, 2018 to address the ars plunger leak. Since the two ars batches included in the finished kit were manufactured prior to the corrective actions from the CAPA, no further corrective action is required. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the ars/introducer needle assembly leaked when attempting to locate the vein. The issue has happened many times.